Event description:
Procedure: "colon corzinom". Reportedly, the generator used with the device gave error message "196" (button stuck). During testing the device was confirmed to be self activating. There was no injury reported during the original procedure.